Event description:
The health care professional reported the printer cables would not communicate with the programmer and the computer. It was also reported that they had to unplug and plug the cables back in order to get them to work, and that the cables got jammed 1 out of 3 times. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).